Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device displayed a patient data (pd) error code and contacted boston scientific technical services (ts) for review. Ts confirmed this code was benign and likely due to exposure to radiation or cosmic rays. Ts also provided instructions on how to reset patient data and confirmed that the device performance was not impacted. The s-ICD remains implanted and in-service with no adverse patient effects.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.